Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of choice ptgraphix intermediate300cmj5pk guidewire. A visual and microscopic examination revealed coating of the distal tip was missing. Distal section was observed bent. Dimensional analysis of the guidewire was measured, and it was found that the length was not accordance to the drawing. Because the total length of the guidewire was of 298 cm and per drawing it should be 300 cm. Based on the evidence, the as reported code of "hydrophilic guidewire fracture" can be confirmed.

Event description:
It was reported that the coating peeled requiring intervention. The 40% stenosed target lesion was located in the slightly tortuous left popliteal artery/tibia peroneal trunk artery. A 300cm ptgraphix guidewire was advance to cross the lesion. However, during the procedure, the hydrophilic coating came off inside the patient. The fragment was not able to be retrieved, and angioplasty was performed to push the hydrophilic coating out of the way. The device fragment was left inside the patient's body, and the procedure was completed using an alternate device. No patient harm was reported.

Event description:
It was reported that the coating peeled requiring intervention. The 40% stenosed target lesion was located in the slightly tortuous left popliteal artery/tibia peroneal trunk artery. A 300cm ptgraphix guidewire was advance to cross the lesion. However, during the procedure, the hydrophilic coating came off inside the patient. The fragment was not able to be retrieved, and angioplasty was performed to push the hydrophilic coating out of the way. The device fragment was left inside the patient's body, and the procedure was completed using an alternate device. No patient harm was reported.